Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-05608. It was reported the patient experienced ineffective stimulation. Subsequently, surgical intervention was undertaken during which the paddle lead (device 1) was left implanted; however, the percutaneous lead was explanted and replaced with two new leads. Effective stimulation was restored post-operatively.